Event description:
It was reported that the pt received no benefit from her internal device. A free field audiogram was carried out which showed that the pt is out of criteria. The audio processor was checked and was functioning. The pt was explanted in 2007; however, med-el was not informed of the scheduled explantation.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.